Manufacturer narrative:
Additional information was received on 31-oct-2025 which stated that the vizigo sheath will not be returned. The investigation was completed on 01-nov-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the (B)(6) finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Discrepancy with product return status as processed as "not available-discarded"; however, also reported that the complaint product would be returned for analysis.. Therefore, clarification has been requested if the device is to be returned. However, no further information has been made available at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve leak issue was observed. After inserting the vizigo sheath into the cardiac cavity, an issue occurred that blood leaked. The issue was handled by replacing the sheath with another new one. No patient consequence reported. Additional information was received on 24-sep-2025. An issue occurred that blood leaked from the hemostatic valve. Additional information was received on 02-oct-2025. The specific section the blood return issue occurred was the hemostatic valve. The sheath was being used on the patient. No air entered the patient¿s body.